Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was found unconscious by a family member on (B)(6) 2020. The blood glucose result was "hi" mg/dl. The patient was transported to the hospital. The blood glucose level at the hospital was approximately 900 mg/dl and ketones were found. The patient was also diagnosed with pneumonia at the hospital. The patient was treated with insulin via perfusor. It is unknown how long the patient was in the hospital.